Event description:
It was reported that during a ventricular tachycardia procedure, while the physician was using a smarttouch catheter an error message appeared (stimulation root is defective). The ECG from carto system and map was down. The system started pacing in a rapid way, even though no pacing was selected on carto. The issue was stopped by disconnecting the catheter from the cable. Bwi representative changed the cable and catheter, rebooted carto and the issues didn¿t happen again. The case was completed without patient consequences. After follow up with the customer to obtain detailed information regarding the case, on (B)(4) 2013 it was confirmed that rapid pacing was delivered making this event reportable. Awareness date changed to (B)(4) 2013.

Manufacturer narrative:
(B)(4) it was reported that during a ventricular tachycardia procedure, while the physician was using a smarttouch catheter an error message appeared (stimulation root is defective). The ECG from carto system and map was down. The system started pacing in a rapid way, even though no pacing was selected on carto. The issue was stopped by disconnecting the catheter from the cable. Bwi representative changed the cable and catheter, rebooted carto and the issues didn¿t happen again. The case was completed without patient consequences. The field service engineer (fse) contacted the site and was informed that replacing the catheter solved the issue. In addition, fse received information that the issue had not reoccurred in subsequent procedures. It was concluded that the issue is attributed to a smarttouch defective catheter and not to the carto 3 mapping system. The DHR associated with carto 3 # 13326 was reviewed and there were not any discrepancies noted. The system met all specifications upon its release.

Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the repair record investigation is completed. (B)(4).